Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl twist mp-1 3.75 mm 8 mm (1988) was returned for investigation attached with the reported healing cap and with a mating transfer mount. Visual inspection of the as returned product identified wear and debris about the implant threads from usage. The tines are noted to be in functional shape. Functional testing was performed for the returned product and it was determined that the healing cap assembles as normal with the implant. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was unconfirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report d4: device expiration d4: UDI d10: device availability g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h4: date of manufacture h6: entered evaluation codes h10: added manufacturer narrative

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510k number: k943604.

Event description:
It was reported that the healing cap could not be seated. The implant was removed and another implant was placed. Tooth location 19.